Event description:
The patient's family member called lifescan and alleged that patient's meter would not power on. The patient has owned the meter for two months has not been able to test on their meter since they obtained it. The patient was in an auto accident due to high blood sugar sometime during the time that the meter was not functioning. No blood glucose reaidngs were reported. The patient's family member did not report blood glucose results from any other meters. No further information was reported. The reporter was unable to state if the patient was using the correct test strips. They stated that the batteries were correctly installed and were less that one year old and the battery contacts were in good condition. Based on the information provided, there is evidence of a mater malfunction. There is, however, no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.